Manufacturer narrative:
The device is an unknown baxter transfer set. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to the patient's transfer set falling off. The cause of the disconnection was not reported. The patient was hospitalized for the event. The patient was treated with an unspecified antibiotics intravenously. The patient was discharged from the hospital seven days after the onset. Antibiotic treatment was completed 14 days after the onset. At the time of the report, the patient was recovered. Pd therapy was ongoing. Additional information is not available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This is a resubmission of the original follow-up report that had been previously submitted on 05/26/2017 with a report # of 1416980-2017-03061-2. The g8: MFR report # in this report is being updated to align with the sequencing of g8: MFR report # in the initial MDR. The h6 codes in this submission have been updated to align with the current accepted h6 coding. Additional information added to h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.